Event description:
Pt. Fell out of bed this am. Per (B)(6). Unsure if any injuries occurred or if there were any witnesses. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).